Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("continued pelvic pain") and salpingitis ("acute and chronic inflammation was present in both fallopian tubes") in a (B)(6) female patient who received essure. The occurrence of additional non-serious events is detailed below. Medical conditions: she had never experienced unusually heavy menstrual periods, abdominal pain, fatigue, nausea, headaches, and dyspareunia before essure. On (B)(6) 2012, the patient started essure. In 2012, the patient experienced menorrhagia ("unusually heavy menstrual periods"), metrorrhagia ("metrorrhagia"), fatigue ("fatigue"), nausea ("nausea") and headache ("headaches"). On (B)(6) 2015, the patient experienced menstruation irregular ("irregular menses"). On (B)(6) 2015, the patient experienced ovarian cyst ("cyst on left ovary"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and clinically significant/intervention required), salpingitis (seriousness criteria medically significant and clinically significant/intervention required) and abdominal pain ("abdominal pain"). The patient was treated with oral contraceptive nos, surgery (on (B)(6) 2016, hysterectomy and bilateral salpingo-oophorectomy). Essure was withdrawn. At the time of the report, the pelvic pain, salpingitis, abdominal pain, menorrhagia, menstruation irregular, ovarian cyst, metrorrhagia, fatigue, nausea and headache had resolved. The reporter considered pelvic pain, salpingitis, abdominal pain, menorrhagia, menstruation irregular, ovarian cyst, metrorrhagia, fatigue, nausea and headache to be related to essure. The reporter commented: almost immediately, plaintiff began experiencing unusually heavy menstrual periods, abdominal pain, fatigue, nausea, headaches, and dyspareunia, which she had never experienced before essure. Her symptoms have since resolved after the removal of the essure device. Diagnostic results (normal ranges are provided in parenthesis if available): on (B)(6) 2015: ultrasound scan vagina result was cyst on left ovary (abnormal nos). On (B)(6) 2016: pathology report after hysterectomy and bilateral salpingo-oophorectomy: focal erosion with acute and chronic inflammation was present in both fallopian tubes (abnormal), no mention of cysts. Company causality comment: this spontaneous non-medically confirmed case report received via lawyer refers to an adult female consumer who had essure (fallopian tube occlusion insert) inserted and experienced continued pelvic pain. Three years and a half after insertion she underwent a hysterectomy with bilateral salpingo-oophorectomy and the pathology report revealed, acute and chronic inflammation present in both fallopian tubes (seen as salpingitis). Both events are serious due to medical significance and anticipated in the reference safety information for essure. Other non-serious events were also reported. In this particular case, after insertion consumer presented persistent pelvic pain and a hysterectomy with bilateral salpingo-oophorectomy was performed. After surgery the pathology report confirmed bilateral salpingitis. Considering essure local action in fallopian tubes and pelvic pain as a symptom of this inflammation causality with micro-insert for both events was considered related. This case was regarded as incident since device removal was required. A product technical analysis is being sought. Further information is expected only through litigation process.

Manufacturer narrative:
Quality-safety evaluation of ptc: sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. No specific quality issue was defined, therefore no meddra llt can be provided. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. Most recent follow-up information incorporated above includes: on 23-mar-2017: quality-safety evaluation of ptc was received. Company causality comment: this spontaneous non-medically confirmed case report received via lawyer refers to an adult female consumer who had essure (fallopian tube occlusion insert) inserted and experienced continued pelvic pain. Three years and a half after insertion she underwent a hysterectomy with bilateral salpingo-oophorectomy and the pathology report revealed, acute and chronic inflammation present in both fallopian tubes (seen as salpingitis). Both events are serious due to medical significance and anticipated in the reference safety information for essure. Other non-serious events were also reported. In this particular case, after insertion consumer presented persistent pelvic pain and a hysterectomy with bilateral salpingo-oophorectomy was performed. After surgery the pathology report confirmed bilateral salpingitis. Considering essure local action in fallopian tubes and pelvic pain as a symptom of this inflammation causality with micro-insert for both events was considered related. This case was regarded as incident since device removal was required. A product technical analysis resulted in an unconfirmed but plausible product quality defect and a relationship with the reported medical events cannot be totally excluded. Further information is expected only through litigation process.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('continued pelvic pain') and salpingitis ('acute and chronic inflammation was present in both fallopian tubes') in a 28-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Medical conditions: she had never experienced unusually heavy menstrual periods, abdominal pain, fatigue, nausea, headaches, and dyspareunia before essure. On (B)(6) 2012, the patient had essure inserted. In 2012, the patient experienced menorrhagia ("unusually heavy menstrual periods"), metrorrhagia ("metrorrhagia"), fatigue ("fatigue"), nausea ("nausea") and headache ("headaches"). On (B)(6) 2015, the patient experienced menstruation irregular ("irregular menses"), 3 years 3 months after insertion of essure. On (B)(6) 2015, the patient experienced ovarian cyst ("cyst on left ovary"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), salpingitis (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), genital haemorrhage ("abnormal bleeding"), autoimmune disorder ("auto-immune disorder") and hypersensitivity ("hypersensitivity"). The patient was treated with oral contraceptive nos and surgery (hysterectomy and bilateral salpingo-oophorectomy). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, salpingitis, abdominal pain, menorrhagia, menstruation irregular, ovarian cyst, metrorrhagia, fatigue, nausea and headache had resolved and the genital haemorrhage, autoimmune disorder and hypersensitivity outcome was unknown. The reporter considered abdominal pain, autoimmune disorder, fatigue, genital haemorrhage, headache, hypersensitivity, menorrhagia, menstruation irregular, metrorrhagia, nausea, ovarian cyst, pelvic pain and salpingitis to be related to essure. The reporter commented: almost immediately, plaintiff began experiencing unusually heavy menstrual periods, abdominal pain, fatigue, nausea, headaches, and dyspareunia, which she had never experienced before essure. Her symptoms have since resolved after the removal of the essure device. Diagnostic results (normal ranges are provided in parenthesis if available): ultrasound scan vagina - on (B)(6) 2015: assessment: abnormal nos results: cyst on left ovary. Diagnostic results: on 14-jan-2016: pathology report after hysterectomy and bilateral salpingo-oophorectomy: focal erosion with acute and chronic inflammation was present in both fallopian tubes (abnormal), no mention of cysts . Quality-safety evaluation of ptc: unable to confirm complaint~ most recent follow-up information incorporated above includes: on 14-sep-2020: quality-safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('continued pelvic pain') and salpingitis ('acute and chronic inflammation was present in both fallopian tubes') in a 28-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Medical conditions: she had never experienced unusually heavy menstrual periods, abdominal pain, fatigue, nausea, headaches, and dyspareunia before essure. On (B)(6)2012, the patient had essure inserted. In 2012, the patient experienced menorrhagia ("unusually heavy menstrual periods"), metrorrhagia ("metrorrhagia"), fatigue ("fatigue"), nausea ("nausea") and headache ("headaches"). On (B)(6)2015, the patient experienced menstruation irregular ("irregular menses"), 3 years 3 months after insertion of essure. On (B)(6)2015, the patient experienced ovarian cyst ("cyst on left ovary"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), salpingitis (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), genital haemorrhage ("abnormal bleeding"), autoimmune disorder ("auto-immune disorder") and hypersensitivity ("hypersensitivity "). The patient was treated with oral contraceptive nos and surgery (hysterectomy and bilateral salpingo-oophorectomy). Essure was removed on (B)(6)2016. At the time of the report, the pelvic pain, salpingitis, abdominal pain, menorrhagia, menstruation irregular, ovarian cyst, metrorrhagia, fatigue, nausea and headache had resolved and the genital haemorrhage, autoimmune disorder and hypersensitivity outcome was unknown. The reporter considered abdominal pain, autoimmune disorder, fatigue, genital haemorrhage, headache, hypersensitivity, menorrhagia, menstruation irregular, metrorrhagia, nausea, ovarian cyst, pelvic pain and salpingitis to be related to essure. The reporter commented: almost immediately, plaintiff began experiencing unusually heavy menstrual periods, abdominal pain, fatigue, nausea, headaches, and dyspareunia, which she had never experienced before essure. Her symptoms have since resolved after the removal of the essure device. Diagnostic results (normal ranges are provided in parenthesis if available): ultrasound scan vagina - on (B)(6)2015: assessment: abnormal nos results: cyst on left ovary. Diagnostic results: on (B)(6)2016: pathology report after hysterectomy and bilateral salpingo-oophorectomy: focal erosion with acute and chronic inflammation was present in both fallopian tubes (abnormal), no mention of cysts . Quality-safety evaluation of ptc: sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. No specific quality issue was defined, therefore no meddra llt can be provided. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. Most recent follow-up information incorporated above includes: on 28-aug-2020: pif received.new events - genital haemorrhage, autoimmune disorder, hypersensitivity were added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('continued pelvic pain') and salpingitis ('acute and chronic inflammation was present in both fallopian tubes') in a 26-year-old female patient who had essure (batch no. 959713 - not valid) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included multiparous. She had never experienced unusually heavy menstrual periods, abdominal pain, fatigue, nausea, headaches, and dyspareunia before essure. On (B)(6) 2016: pathology report after hysterectomy and bilateral salpingo-oophorectomy: focal erosion with acute and chronic inflammation was present in both fallopian tubes (abnormal), no mention of cysts. In 2012, the patient experienced heavy menstrual bleeding ("unusually heavy menstrual periods"), intermenstrual bleeding ("metrorrhagia"), fatigue ("fatigue"), nausea ("nausea") and headache ("headaches"). On (B)(6) 2012, the patient had essure inserted. On (B)(6) 2015, the patient experienced menstruation irregular ("irregular menses"), 3 years 3 months after insertion of essure. On (B)(6) 2015, the patient experienced ovarian cyst ("cyst on left ovary"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), salpingitis (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), genital haemorrhage ("abnormal bleeding"), autoimmune disorder ("auto-immune disorder") and hypersensitivity ("hypersensitivity"). The patient was treated with oral contraceptive nos and surgery (hysterectomy and bilateral salpingo-oophorectomy). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, salpingitis, abdominal pain, heavy menstrual bleeding, menstruation irregular, ovarian cyst, intermenstrual bleeding, fatigue, nausea and headache had resolved and the genital haemorrhage, autoimmune disorder and hypersensitivity outcome was unknown. The reporter considered abdominal pain, autoimmune disorder, fatigue, genital haemorrhage, headache, heavy menstrual bleeding, hypersensitivity, intermenstrual bleeding, menstruation irregular, nausea, ovarian cyst, pelvic pain and salpingitis to be related to essure. The reporter commented: almost immediately, plaintiff began experiencing unusually heavy menstrual periods, abdominal pain, fatigue, nausea, headaches, and dyspareunia, which she had never experienced before essure. Her symptoms have since resolved after the removal of the essure device. Essure placed on left with 4 coils. Essure was placed then on the right with 2 to 3 coils diagnostic results (normal ranges are provided in parenthesis if available): ultrasound scan vagina - on (B)(6) 2015: assessment: abnormal nos. Results: cyst on left ovary. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 22-jun-2021: update of information (batch is not valid). Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('continued pelvic pain') and salpingitis ('acute and chronic inflammation was present in both fallopian tubes') in a 26-year-old female patient who had essure (batch no. 959713) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included multiparous. She had never experienced unusually heavy menstrual periods, abdominal pain, fatigue, nausea, headaches, and dyspareunia before essure. On (B)(6) 2016: pathology report after hysterectomy and bilateral salpingo-oophorectomy: focal erosion with acute and chronic inflammation was present in both fallopian tubes (abnormal), no mention of cysts . In 2012, the patient experienced heavy menstrual bleeding ("unusually heavy menstrual periods"), intermenstrual bleeding ("metrorrhagia"), fatigue ("fatigue"), nausea ("nausea") and headache ("headaches"). On (B)(6) 2012, the patient had essure inserted. On (B)(6) 2015, the patient experienced menstruation irregular ("irregular menses"), 3 years 3 months after insertion of essure. On (B)(6) 2015, the patient experienced ovarian cyst ("cyst on left ovary"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), salpingitis (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), genital haemorrhage ("abnormal bleeding"), autoimmune disorder ("auto-immune disorder") and hypersensitivity ("hypersensitivity"). The patient was treated with oral contraceptive nos and surgery (hysterectomy and bilateral salpingo-oophorectomy). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, salpingitis, abdominal pain, heavy menstrual bleeding, menstruation irregular, ovarian cyst, intermenstrual bleeding, fatigue, nausea and headache had resolved and the genital haemorrhage, autoimmune disorder and hypersensitivity outcome was unknown. The reporter considered abdominal pain, autoimmune disorder, fatigue, genital haemorrhage, headache, heavy menstrual bleeding, hypersensitivity, intermenstrual bleeding, menstruation irregular, nausea, ovarian cyst, pelvic pain and salpingitis to be related to essure. The reporter commented: almost immediately, plaintiff began experiencing unusually heavy menstrual periods, abdominal pain, fatigue, nausea, headaches, and dyspareunia, which she had never experienced before essure. Her symptoms have since resolved after the removal of the essure device. Essure placed on left with 4 coils. Essure was placed then on the right with 2 to 3 coils diagnostic results (normal ranges are provided in parenthesis if available): ultrasound scan vagina - on (B)(6) 2015: assessment: abnormal nos results: cyst on left ovary. Most recent follow-up information incorporated above includes: on 15-jun-2021: mr received. Patient's middle name, reporter information, lot number, medical history added. Rcc updated. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.